Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation. There was pocket stimulation during threshold testing. Lead did not capture. Impedance testing was within normal limits. Patient was dependent at 40 bpm but did not have any symptoms other than the pulsing at pocket site. No additional adverse patient effects were reported.